Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleed: gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Device remains implanted.

Event description:
It was reported from the site by the vad coordinator that the log files are reported post gastrointestinal (gi) bleeding event. Patient admitted on (B)(6) 2016 for melena and rectal bleeding, with significant anemization (25%). Oral anticoagulation and anti-aggregation was stopped, with heparin perfusion. Hemodynamically stable without inotropes, site decided evolutionary control. The evolution is favorable, with progressive increase in hemoglobin (hb) numbers and no new melena deposition. Anticoagulation is restarted without incidents. It was stated that the patient remains stable from the cardiologist point of view. No dyspnea (nyha I), orthopnea or congestive clinic. The bleeding has been resolved and patient is stable. Patient was discharged home (B)(6) 2016. Hb stable at discharge. No additional information available.